Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection erosion. It was noted that suturing was not performed and saline gauze were applied to the area. It was noted that a competitor leadless device will be inserted once the area is healed. There were no additional adverse effects reported.